Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did the needle piece fall into the patient? Yes if yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No. ¿ what measures were taken to retrieve the broken piece? Removed by surgeon. - if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Na. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - what tissue was being sutured when the event occurred? Abdominal fascia this is what this code is indicated for. - was there any change in the patient¿s post-operative care due to the prolonged procedure? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 2, action taken when event occurred? Continued with like product, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: hospital, device in possession of: none. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2026 and suture was used. During surgery the end of the needle broke off (swage end). Surgery delayed 2 minutes. There were no patient consequences reported. Additional information was requested.